Manufacturer narrative:
The actual device is not available for evaluation, nor were any pictures provided. Ability to investigate was limited due to no product to evaluate. We believe the cause was during the assembly process as the protective shield was not placed in a locking position. This allowed the sharp blade edge to poke through the protective packaging. Root cause is believed to be manufacturing error. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "was grabbing a #11 blade bard-parker to prep for a case and found the blade poking through the package. The blade did not hurt anyone when noticed."